Manufacturer narrative:
(B)(4). Cartridge. The analysis results of the cartridge found that it was received with the cover slightly separated from the base and with four clips loose. The latching feature was evaluated and the one cover tab was noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Batch: j5g75t, manufactured date: 04/16/2012, product exp. Date: 03/16/2017. Batch: j5g52c, manufactured date: 04/24/2012, product exp. Date: 03/24/2017. Batch: j5gc63, manufactured date: 04/24/2012, product exp. Date: 03/24/2017. Batch: j5gd0e, manufactured date: 04/25/2012, product exp. Date: 03/25/2017. Batch: j5g62n, manufactured date: 04/10/2012, product exp. Date: 03/10/2017. Batch: j5ga6g, manufactured date: 04/20/2012, product exp. Date: 03/20/2017. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure, the clips fell out (formed like a loop and twisted). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).